Manufacturer narrative:
The device was not returned to c2 therapeutics for evaluation. Device lot history record (B)(4), (B)(4) was reviewed. The review did not determine any evidence to suggest that the device was released w/nonconformities related to the nature of the complaint. Although the device was not returned, an attempt was made to simulate this complaint utilizing an excised porcine esophagus. An endoscope was introduced into the endoscope and an attempt was made to lacerate the porcine esophagus with the tip of the ablation catheter by pushing the catheter tip firmly directly into the esophageal wall while the esophagus was pulled tight to the endoscope. All attempts to recreate the laceration were unsuccessful and the catheter tip could not be made to penetrate the mucosa.

Event description:
The patient presented w/symptomatic esophagitis with a c3 m5 barrett's esophagus lesion. During insertion of the endoscope by the fellow, resistance was felt because the esophagus was very narrow. She was able to insert the scope. The scope was removed. It was observed that the patient was not tolerating the anesthesia well and tried several times to remove the endoscope. Subsequently, doctor placed the sidecar on the endoscope and reinserted the scope. He stated that he experienced difficulty passing the endoscope and determined that he would begin ablation at the proximal area of the lesion. He advanced the catheter through the sidecar and observed that the catheter tip had become embedded in the esophageal wall. (Catheter was not connected to the handle). He withdrew the catheter and observed a 1 to 2 cm laceration proximal to the barrett's lesion. He placed 6 clips to close the laceration and confirmed by x-ray that no airflow was exiting the esophagus through the laceration. No further interventions have been reported. Followed up with doctor on (B)(6) 2015; patient is fine and waiting for follow up.